Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. The basic evaluation began on 2021-nov-18. It was reported that a third party answered the line, stating "he (the patient) can't talk right now, we're on our way to the emergency room for him". The reason for the visit was unknown to support link. Later the patient explained how "I have an infection..."  Additional information was received from the patient stating that they were in a lot of pain, they could not void, and they were on their way to the doctor. No device issue was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.